Manufacturer narrative:
Citation: kossar ap et al. Direct access valve-in-valve implantation for management of complex valvulopathy. Catheter cardiovasc interv. 2019 jun 1;93(7):1385-1388. Doi: 10.1002/ccd.28179. Epub 2019 apr 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a case series describing a technique for elective direct surgical access val ve-in-valve implantation in high-risk patients with severely degenerated aortic or mitral bioprosthetic valves. Case 1: a (B)(6)-year-old female patient who previously underwent surgical aortic valve replacement with a 21 mm non-medtronic bioprosthetic valve presented with bioprosthetic aortic stenosis. Subsequently, the patient underwent aortic valve-in-valve implantation with a 23 mm medtronic evolut r transcatheter valve (serial number not provided). A transesophageal echocardiogram (tee) showed ¿excellent valvular function without leak.¿ at 10 days post implant, it was reported that the patient had a prolonged sinoatrial pause and a permanent pacemaker was implanted. Case 2: an (B)(6)-year-old female patient who previously underwent surgical mitral valve replacement with a 27 mm medtronic hancock ii bioprosthetic valve (serial number not provided) presented with severe mitral regurgitation/insufficiency. Tee exhibited a small left ventricular outflow tract (lvot) and large bioprosthetic struts. Consequently, a direct surgical valve-in-valve implantation technique was performed to avoid potential lvot obstruction. During the procedure, a left atriotomy revealed that the hancock valve had tears in 2 of the 3 leaflets. All 3 leaflets were removed, and a 26 mm non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects or product performance issues were reported.